Manufacturer narrative:
Per the MFR, the laser system problem code documentation for error message code 136 is a shutter fault, indicating that during warm up, the shutter is opened and closed. Error message code 136 indicates that the shutter did not move to the correct position. The interruption during the procedure which resulted in the system having to be rebooted multiple times prolonged the procedure by approx 13 minutes each time.

Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, error message code 136 was experienced on multiple occasions from the laser system. Per the customer, error message code 136 was able to be cleared each time by rebooting the laser system. The procedure was able to be completed. No pt injury was reported.